Event description:
The customer reported the ventilator remote alarm port was loose and during testing the remote alarm test failed. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms. As the device is out of warranty, the customer contacted manufacturers product support (pse) for assistance. Pse advised the customer to clean the end of the cable phono plug. The customer called pse back to report it resolved the problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.